Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.

Manufacturer narrative:
The additional information received alleged that the patient expired a day after the date received in the initially reported information. Additional information has been requested and will be submitted upon receipt accordingly.this is one of three device reports that are associated with this event; the associated MFR report numbers are 1225714-2014-06565, 1225714-2014-06566, and 2937457-2014-01719.